Event description:
It was reported that the ilet displayed a ¿dosing stopped, connect cgm or enter bg¿ message when the user had no active sensor and then resumed dosing by entering a fingerstick blood glucose while a new libre 3 plus sensor was in warmup. Symptoms included no adverse clinical effects, with blood glucose reported as 126 mg/dl and unaffected. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and user education on bg run behavior and how to resume dosing by entering capillary blood glucose during cgm warmup. Investigation of this case revealed normal device performance, with the alert functioning as designed to indicate suspended automated dosing in the absence of cgm data and to prompt bg entry to continue therapy. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior and use conditions without a connected cgm.